Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, a clip was fired on the first firing however the tips would not come together fully to compress the clip. The clip partially formed. Another device was used to complete the procedure. No adverse consequences reported.